Event description:
The manufacturer was informed that a perceval valve size 21 which was implanted on (B)(6) 2022, was explanted on (B)(6) 2022 due infective endocarditis. Reportedly, inspiris valve size 19 was implanted in the patient as a replacement. Based on the information received, pannus hyperplasia of about 1/3 was observed in the hypo valvular region during the explanting procedure.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Manufacturer is following up to retrieve further information regarding the reported event and the device involved. A follow up report will be provided upon receipt of further information. Unknown disposition.

Event description:
The manufacturer was informed that a perceval valve size 21 which was implanted on (B)(6) 2022 , was explanted on (B)(6) 2022 due infective endocarditis. Reportedly, inspiris valve size 19 was implanted in the patient as a replacement. Based on the information received, pannus hyperplasia of about 1/3 was observed in the hypo valvular region during the explanting procedure. There was no impact on the patient and outcome. Based on the medical judgment received, the cause of the event was probably not device related.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6. Based on the late onset of the endocarditis (>60 days after device implant) and considering the medical judgment received confirming that the event was probably not device related, the device can be excluded as contributory factor to the reported event. Furthermore, per the document review performed, no manufacturing nor quality deficits were identified. As such, based on the available information, the root cause of the reported event cannot be traced to the device. Should further information be received in the future, a follow up report will be provided.